Manufacturer narrative:
On aug 28, 2019, the suspect medical device changed from ln 07k78-30 lot 94431ui00 manufactured in (B)(4), to the architect i2000sr analyzer ln 03m74-02, sn (B)(4) manufactured in the (B)(4), USA. This event has been previously reported in 3005094123-2019-00201. Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and instrument service. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The issue was resolved by replacing the probe (ln 8c94). Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.

Event description:
The customer observed a false positive b-hcg result on the architect i2000sr analyzer. The following data was provided for a (B)(6)-year old female: initial 335.65, repeats <1.2 miu/ml (in duplicate). There was no impact to patient management reported.